Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicted that the insulin pump was getting motor error alarm. Customer put in the battery and it failed. Customer also reported that the insulin pump suspended while they were sleeping and was cracked all the way around the battery compartment. Customer also reported high blood glucose which they treated with a shot. Insulin pump will be returned for analysis.